Manufacturer narrative:
The field service engineer (fse) found a hole in the tubing through vl4b.pinch valve. The fse replaced the tubing through pinch valve vl4b and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.